Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed a "cassette not attached error". There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, after replacing the main board, the downstream occlusion (dso) reading was at around 71mv. Service replaced the dso as a preventive measure. The dso read 136mv after the repair. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.